Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with the stylet inserted in the lead, the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this lead, the lead was repositioned several times to achieve optimal placement and measurements. During the last attempt, the helix would only extend partially. The lead was attempted, but not implanted and another lead was implanted. No adverse patient effects were reported.